Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined without further information since the behavior cannot be replicated. Codes associated with the software: fdr 213, fdc 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient's weight is unavailable. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Other relevant device(s) are: product ID #: 9733686, software version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cervical spine procedure. It was reported that during a cervical case with dr. (B)(6), he performed 2 spins and felt inaccurate immediately after the spin. It was a cervical case, so it was open. They were using the spine clamp. The clinical specialist was unsure what levels and where the clamp was attached. They brought in a second stealth (n06738500), but that one would not connect to the o-arm (this will be documented in a different case under that system). They brought this stealth in again and took a third spin and the system was accurate and they proceeded with the case. This caused less than an hour delay. Dose report is unavailable, as right after the case, the field service engineer (fse) replaced the computer on the mobile viewing station of the o-arm. Troubleshooting was performed and the clinical specialist stated she was able to take the imaging system and navigate accurately with no issues. There was no patient impact correlated with this event. 2019-dec-20 (rep) new information received: patient information provided. Patient's weight is unknown. The dose report is unavailable because the computer on the oarm was swapped out right after that case by field service engineer